Event description:
Received medwatch report from hosp. "Event desc: patient underwent craniotomy for resection of cavernous hemangioma. Surgical wound slow to heal; MRI revealed possible infection in the right frontal region."

Manufacturer narrative:
Per hospital, pt came in for wound check, healing poorly, possible infection. Patient was given 2 week treatment of dicloxacillin. Wound was healing better at subsequent visit. No indication possible infection was due to mimix that was implanted. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.